Event description:
A 2.75 mm diameter x 18 mm length micro driver coronary stent delivery system was inserted into a pt for the treatment of a left circumflex #7 lesion. Lesion morphology was reported as severely calcified. The lesion was pre-dilated. The physician was attempting to pass through a heavily calcified area; however was unable to cross. The physician removed the stent delivery system. The physician inserted several balloons in an attempt to pre-dilate the lesion site. Two hours later, the lesion was pre-dilated. The physician went to re-insert the micro driver delivery system in a second time when it was noted, the stent was not on the balloon. The physician used angiography and CT on the entire body and could not locate the stent. The stent was not found outside the pt on the tray; location of the stent is unk. The case was completed by implanting a driver 2.5 x 18. It was reported that a couple days later, the pt expired due to abnormal cardiac rhythm. The physician stated that the pt's death was not related to the micro driver stent.

Manufacturer narrative:
Eval: results: (stent dislodgement). (Severe calcification). Conclusions: (severe calcification). Eval summary: medtronic has received the device and is analysis has been completed. The stop cock was attached to the luer and there was clear fluid and blood in the luer. The stent was not present on the balloon which had not been inflated. There was fluid in the lumen and the balloon. The catheter tip was severely damaged most likely as a result of resistance noted during the procedure. There was clear evidence of crimp/bake impressions on the balloon working length. The balloon pillows were evident, however, the proximal pillow was disturbed most likely due to use in the procedure and stent movement off the balloon. Additional info was received from the field which confirmed that the stent had been inspected prior to use with no issues noted. The physician experienced resistance when attempting cross the heavily calcified lesion, although, it was confirmed that the lesion had been pre-dilated.